Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to range of motion issues.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
It was reported a patient underwent an arthroscopic knee procedure. During the procedure, range of motion issues were identified, and the patient underwent a knee revision procedure approximately 9 months post-implantation. All components were removed and replaced to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. No devices were received; therefore the condition of the components is unknown and the complaint cannot be confirmed. Review of the device history records identified no deviations or anomalies. Review of complaint history found no additional related issues for part 195809 and part 195879. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.